Event description:
It was reported that the patient presented with a 40% ostial stenosis of the 1st septal perforator (1sp) and an 80% stenosis of the proximal left anterior descending artery (plad). A 3.0x18/20mm promus stent was implanted in the p(lad), jailing the 1sp artery. The stenosis at the ostial 1sp increased to 70-80% with a timi flow of 3. On (B)(6) 2009, the patient reported chest pain. Coronary angiogram confirmed a widely patent stent with significant ostial septal perforator disease. The patient was treated with medication and discharged on (B)(6) 2009. On (B)(6) 2011, the patient was re-hospitalized with sudden onset of severe chest pain and ventricular fibrillation which was treated with defibrillation and was diagnosed as a myocardial infarction. Antiplatelet medications had been stopped for 4-6 weeks. Cardiac catheterization revealed an occluded ostial lad with stenosis and ruptured plaque to the mid lad. The ostial lad was treated with thrombectomy and a 3.0x28mm vision stent overlapping the promus stent. On (B)(6) 2011, the patient was discharged with orders to take aspirin and clopidogrel. On (B)(6) 2011, the patient was re-admitted with chest pain, shortness of breath, diaphoresis and nausea. Troponin was elevated. On (B)(6) 2011, angiogram revealed widely patent stents in the lad, but there were a few areas where the stents were not fully apposed to the vessel wall. Balloon angioplasty was done resulting in good wall apposition. Post-procedure, the patient experienced some bradycardia which was treated medically. On (B)(6) 2011, the patient was discharged on aspirin and clopidogrel. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 28 mm vision is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no report of any damage observed to the stent delivery system (sds) or the stent implant during the index procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. There was no reported information on the patient anatomical morphology (tortuosity or calcification), which may have aided the investigation. As the device was discarded by the account, the product was not returned for analysis and may have further assisted in the investigation. The reported patient effects of occlusion, restenosis, myocardial infarction (mi), angina, nausea and arrhythmias, including bradycardia and ventricular fibrillation, as listed in the promus instructions for use, are known adverse events associated with coronary stenting procedures. The mi may have been a secondary effect of the reported plaque prolapse, occlusion and/or restenosis, and likely resulted in the cascading effects of arrhythmia, ventricular fibrillation, enzyme elevation, angina, nausea, dyspnea, and diaphoresis, as noted in the patient effects. Factors that can contribute to difficulty deploying the stent/stent malapposition may include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. To assure that all products perform according to specification, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. A sampling of units is also destructively tested to verify product quality, including functional testing for deployed stent outer diameters and proper stent deployment/uniformity of expansion. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported for difficulty deploying the stent/inadequate wall apposition from this lot, suggesting that there are no lot specific product quality deficiencies. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Additionally, a conclusive cause could not be determined for the reported malapposition of the stent 2 years post-procedure, which required additional treatment with a balloon catheter. It is possible that the reported malapposition of the stents may have been related to characteristics of the lesion. Based on the investigation, there is no indication of a product quality deficiency.